Event description:
It was reported line was split. Secureacath used. Kink at 6cm that stopped function. Line used for antibiotic infusers. No impact on patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported line was split. Secureacath used. Kink at 6cm that stopped function. Line used for antibiotic infusers. No impact on patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 44cm. It is unknown what vein it was inserted into. It was secured with securacath. PICC was used for antibiotics; 24 hour infusion of flucloxicillin via an infusor. It is unknown if there were any occlusions with this PICC. The leak was identified when the infusor stopped working. The leak was internal/ inside the patient at the 6cm mark (kinked). PICC was in use for 21 days. It is unknown if there are xray images available. The catheter site was cleaned with chloraprep (2% chg in 70% ipa). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed use residues throughout the returned powerpicc catheter. A knot in the catheter was observed at the 37 cm depth marker. A circumferentially aligned kink in the catheter was observed at the 6 cm depth marker. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks throughout the returned catheter. A microscopic observation revealed the kink to have early characteristics of flexural fatigue. No split could be observed at the 6 cm depth marking kink. Because the claimed failure could not be reproduced, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.